Event description:
It was reported that the patient's generator was unable to be interrogated, which was attributed to battery depletion. The generator had been implanted for four years, but the physician believed it should last 6 years and had depleted prematurely. Two programming systems were used to interrogate the device but both were unable to interrogate. The patient did not feel stimulation. A battery life calculation based on the patient programming history provided by the physician's office, there were 2.4 years remaining until expected near end of service condition. Reportedly, the generator was not exposed to electrocautery. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. No further relevant information has been received to date. The suspect device has not been received by the manufacturing facility to date.